Event description:
The manufacturer received a voluntary medwatch (mw5157126) in reference to voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nasal cancer and mantle cell lymphoma. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.